Event description:
A customer reported a low reading with the freestyle libre 2 sensor, and stated she experienced seizure as a result of low glucose. The customer was treated with unspecified IV by healthcare professional. No further information was obtained as customer reported via voicemail and could not be reached upon callback. Low scan readings are indicative of hypoglycemia; however, as the customer did not provide readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. There is no indication that the product did not meet specification. Sensor kit expiration date is 30-nov-2021. Medical event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. There is no indication that the product did not meet specification. Sensor kit expiration date is 30-nov-2021. Medical event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the freestyle libre 2 sensor, and stated she experienced seizure as a result of low glucose. The customer was treated with unspecified IV by healthcare professional. No further information was obtained as customer reported via voicemail and could not be reached upon callback. Low scan readings are indicative of hypoglycemia; however, as the customer did not provide readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.